Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose with blood glucose of 600 mg/dl. The customer current blood glucose was 99 mg/dl. The customer was hospitalized on (B)(6) 2018. Customer had a reaction from chemotherapy and his blood glucose level went sky high, blood pressure and potassium went very low. Customer was admitted to intensive care unit for 3 and a half days. The customer was hospitalized for 10 days. The customer was not wearing the insulin pump during the hospitalization and he was off the insulin pump from less than 48 hours. The insulin pump will not be returned for analysis.